Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would turn off without an alarm. The customer also reported that they were going through batteries quicker than usual. The customer's blood glucose was unknown at the time of incident. The customer stated that they did not receive a low battery alert prior to the off no power alarm. The customer stated that the battery was not previously used. The customer stated that the insulin pump was not dropped or bumped. The customer stated that there were no unattended alarms. The customer stated that the battery cap was not loose or damaged. The customer stated that they were calling back after receiving a new battery cap. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.